Event description:
It was reported that bd syringe oral 3ml amber contained foreign matter. We had a complaint raised by a client where it was discovered there were defects on the syringes. Examples were syringe printing defect, plunger rubber stopper defect and inner surface contamination. Please can you investigate into this and provide an investigation report. Material: oral syringe, item code: 60000310, batch number: 5094872, po number: (B)(4). Defect mentioned in the complaint form: during the visual inspection prior to the secondary packaging process at ckk, cmo for japan market, the following appearance defections were detected. 10 mg, number of units inspected: 1,797, acceptable units: 1,792, defective units: 5, syringe printing defects: 2, plunger rubber stopper defect: 1, inner surface contamination or foreign matter: 2.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up: ten photos of 3 ml amber oral syringes (part number 305210) were reviewed. Four syringes showed partially missing scale markings, two syringes had stoppers that were not securely attached to the plunger rod, and four syringes contained an unknown clear fluid with a dark spot on the barrel. Based on the photos, it cannot be determined whether the spot is within the fluid path, non-fluid path, or embedded in the barrel. These conditions are non-conforming to product specifications. The scale marking issue is likely related to the marking process, and the stopper issue is likely related to the assembly process. A root cause for the foreign matter cannot be determined from photos alone, and a physical sample is required for further evaluation. A device history record review for material number 305210, lot 5094872, confirmed that all in process and final visual inspections were completed as required, with no related quality notifications identified. The lot met acceptance criteria, was approved for shipment, and complied with applicable product specifications.